Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the movement of monopolar curved scissors became stiff and the wrist could not be straightened back. The surgeon pulled out the entire cannula while it was bent, and when he removed the tip cover to check, the connection between the orange and silver parts was found to be broken and bent. In order to remove it from the cannula, a piece of the orange plastic (tip cover) was cut with nippers and the piece was already discarded. There was no fallout inside the body. No defect was noted while installing the instrument. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument broke outside of the patient's body. There was no fragment fallen inside the patient. No collision happened during usage. Other than the reported failure, no other event was reported. The customer did not use the instrument release kit (irk).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not perform in-house testing for the tip cover since the part was not returned during in-house testing. Visual inspection of the tip cover was found to have a gouge on the distal end. The gouge measures approximately 0.040 x 0.242 in length. There are no signs of thermal damage present at the end of the gouge. The accessory tip is not damaged. The pieces of the tip cover at the gouge location are lifted, however, no pieces are missing. The root cause of gouged tip cover-accessory is typically attributed to the mishandling/misuse.